Event description:
New information received notes there was no allegation of premature battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, an error message presented when measuring atrial capture and impedance on the pacemaker. A capture issue was also noted as well as premature battery depletion. The device was reprogrammed. The patient was in stable condition.